Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right hip on or about (B)(6), 2009. Patient experienced pain, soreness, and discomfort; difficulty walking, sleeping, and performing routine activities; inability to lead a normal life; extremely elevated metal ions levels, measured at 188 mcg/l of cobalt and 58.2 mcg/l of chromium pre-revision. Patient has scheduled an explantation of the asr hip implant for (B)(6), 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014- medical records received. Patient was revised to address grey stained bursal thickening.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right hip on or about (B)(6), 2009. Patient experienced pain, soreness, and discomfort; difficulty walking, sleeping, and performing routine activities; inability to lead a normal life; extremely elevated metal ions levels, measured at 188 mcg/l of cobalt and 58.2 mcg/l of chromium pre-revision. Patient has scheduled an explantation of the asr hip implant for (B)(6), 2011. ***update: (B)(6) 2011 - the sales rep has also reported the revision surgery. Report states that patient was revised due to pain and metallosis.